Event description:
The following events were noted through a periodic article review. It was reported through a research article identifying an abbott xience v everolimus eluting coronary stent system that may be related to a clinical event of death. Specific patient information is documented as unknown. Details are listed in the attached article, titled: incidences, predictors, and clinical outcomes of acute and late stent malposition detected by optical coherence tomography after drug-eluting stent implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Date of death estimated. Date of event estimated. Date of implant estimated. The reported patient effect of death, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with the used of the device. Based on the information reviewed, there is no indication of a product deficiency. Incidences, predictors, and clinical outcomes of acute and late stent malposition detected by optical coherence tomography after drug-eluting stent implantation.